Event description:
During a persistent atrial fibrillation procedure, a pericardial effusion occurred requiring pericardiocentesis. The patient complained of pain and an echography confirmed an effusion located around the right atrium and right ventricle. A pericardiocentesis was performed which stabilized the patient the physician believes effusion occurred during ablation on the postural septal wall of the right inferior pulmonary vein. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion/perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.